Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's threshold suspend feature would be activated due to inaccurate sensor readings. Customer stated they were unable to exit from the threshold suspend feature due to the false readings. Customer's blood glucose was 39 mg/dl. The customer stated they had treated their blood glucose with glucose tablets. Customer declined to troubleshoot. No additional information provided.